Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A device history and service history review were performed with no issues found that would have caused or contributed to the patient's death.

Event description:
This is a report of a home patient (hp) who passed away. The peritoneal dialysis registered nurse (pdrn) stated the cause of death was still unknown, but did state there had been no iipv's or overfill events prior to the hp's death. No additional information was provided.